Event description:
It was reported that intermittent cartridge change errors occurred. The customer changed the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.